Event description:
The customer reported that after multiple unsuccessful attempts to titrate a dilaudid infusion on a pca module, they changed the infusion to a pump module. The infusion was on a "comfort care" pt who died shortly after the infusion was started. No allegation of a device failure related to the pt death was made by the customer.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the device be received for eval.